Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that when they removed their aligner, their tooth broke. They were just examined by their dentist just prior to this event and nothing was noted or wrong at that time.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.